Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6 fr arteriotomy locator was received for product analysis. No accessory components were returned. The returned components were subjected to visual analysis. There was a kink identified at the blood inlet hole of the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. Based on the returned device, the complaint could be confirmed for a kink at the blood inlet hole of the arteriotomy locator. The application of an off axis force to the arteriotomy locator has been known to cause kinking.

Manufacturer narrative:
Patient identifier - requested, not provided, age and date of birth - requested, not provided, sex - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, expiration date - not yet provided, UDI - not yet provided, implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date - not yet provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes.

Event description:
The user facility reported angio-seal dilator had a small bend close to the tip. It appears to be right on the holes of the arteriotomy locater. He product was not used. A new angio-seal vip was opened and used on the patient. Tech who deployed the angio-seal stated it was bent straight from the package and it was never attempted to be assembled onto the delivery sheath. No blood loss or negative outcome came from the product. The patients condition was normal and stable. The procedure outcome was positive. Additional information was received on february 2, 2018. The second device was used flawlessly.